Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the delivery issue was determined to be patient condition as the patient had distal aorta & common iliac due to disease and tortuosity preventing successful delivery of impella. Device history lot: device lot: 1947623. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion of the impella cp, the impella would not traverse the distal aorta & common iliac due to disease and tortuosity. The physician decided to abort the impella cp insertion and placed an intra-aortic balloon pump through the impella sheath without difficulty. There was no patient harm reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.